Event description:
A report was received that the patient underwent an explant procedure due to being unhappy with the therapy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial # (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.